Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer woke up and had a blood glucose level of 600 mg/dl. Customer's mother talked with an educator and determined that it was a set issue. Since the set has been changed, there have not been any issues and the customer's blood glucose levels have been fine. Customer's last blood glucose level was 112 mg/dl. Customer's mother denied troubleshooting and stated that everything is fine. No additional information provided.